Event description:
In the study, "insulin pump alarms during adverse events: a qualitative descriptive study." It was reported that the customer experienced hyperglycemia, hypoglycemia and was treated in the emergency room visit. The customer also reported pump error 63(hardware low-level failures), insulin flow block alarm, critical pump error, and buttons or keypad emerged as the most frequent co-occurring root cause. The customer mentioned the moisture damage or corrosion found on the electronic, motor, and/or battery tube assembly. The customer mentioned a bent cannula. The customer received the change sensor alert, sensor updating alert, and calibration not accepted alert. The event involved product(s) mmt-1780x, mmt-1715x, unomedical, mmt-7020a, and mmt-332a. Troubleshooting was not performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No products were returned for analysis as a result of the study's findings.

Manufacturer narrative:
Insulin pump alarms during adverse events: a qualitative descriptive study jamie l. Estock, ma, ronald a. Codario, md, margaret f. Zupa, md, shimrit keddem, phd, and keri l. Rodriguez, ph. Journal of diabetes and technology 2025, vol. 19(3) 739-748 @ 2023 diabetes technology society article reuse guidelines: sagepub.com/journals-permission. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.